Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b there were discrepant results- reader provides a result, customer visually inspects the cartridge and questions the result. The following information was provided by the initial reporter: customer is reporting discrepant results. Customer is reporting discrepant results. Customer used covid only kit and came back as negative. They used the triplex and it came back positive.

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that involved bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. The customer reported discrepant results. When they used covid only kit, the test result came back as negative, while when they used the triplex, the test result came back as positive. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because the batch number was not provided. No samples were received; therefore, no return sample analysis could be performed. This complaint was unable to be confirmed. The root cause could not be determined. Currently no adverse trend for discrepant results was identified.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b there were discrepant results- reader provides a result, customer visually inspects the cartridge and questions the result. The following information was provided by the initial reporter: customer is reporting discrepant results. Customer is reporting discrepant results. Customer used covid only kit and came back as negative. They used the triplex and it came back positive.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.